Event description:
It was reported that during a da vinci-assisted surgical procedure that the 30-degree endoscope plus was having issues with the orientation. The customer cleared the issue by reseating the endoscope. The procedure was being completed as planned with no reports of patient injury. Intuitive followed up with the customer and received the following additional information: the endoscope's image was inverted for a few seconds. The issue was resolved by reseating the endoscope.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) had the customer to reseat the 30-degree endoscope plus to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. A visual inspection confirmed. The endoscope was visually inspected and found damage to the button pack assembly. A visual inspection confirmed hairline crack on enter button illumination exhibiting damage of the button pack assembly. The complaint was confirmed by failure analysis. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.